Event description:
It was reported the patient's (B)(6) extension was explanted and replaced due to invalid impedances. Follow up revealed the physician electively replaced the ipg during the procedure. The patient reports receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.